Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing condition was irritated under the lifevest equipment. Patient described the area as itchiness all over body that is sometimes accompanied by a rash. The patient¿s physician prescribed topical benadryl and talcum powder for the skin irritation. Follow up indicated that the skin irritation improved.